Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that the shaft detached at the collar. The target lesion was located in the severely tortuous coronary artery. A guidezilla¿ was selected for use. Upon removal of the device, only the shaft of the device was removed from the patient and approximately 25cm of the distal portion remained in the guide catheter. The physician used a balloon catheter to trap and successfully remove the detached portion of the device. The procedure was then completed with a different device. There were no patient complications reported and the patient's condition was good.